Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. J27858-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: mirena in 2011. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2010 to 2015, ibuprofen since (B)(6) 2019, oxycodone hydrochloride (oxycodone hcl) since (B)(6) 2019 and paracetamol (acetaminophen) since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("upper & lower back pain") and arthralgia ("hip pain / joint pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasms."), dysmenorrhoea ("severe menstrual cramps"), fatigue ("fatigue"), rash ("skin rashes"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure-yes"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and arthritis ("joint inflammation and pain walking"). The patient was treated with ibuprofen (motrin) and surgery ((B)(6) 2019, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia, menorrhagia and abdominal distension had resolved and the muscle spasms, dysmenorrhoea, fatigue, rash, allergy to metals and arthritis outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, back pain, dysmenorrhoea, fatigue, menorrhagia, muscle spasms, pelvic pain and rash to be related to essure. The reporter commented: upper & lower back & hip pain treatment-chiropractic & acupuncture essure was a little difficult to get in. Current weight: 175. One of the nurses and the doctor told her that essure was a little difficult to get in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result-well placed essure devices with complete occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. J27858) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for an unreported indication: mirena in 2011. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) from 2010 to 2015, ibuprofen since (B)(6) 2019, oxycodone hydrochloride (oxycodone hcl) since (B)(6) 2019 and paracetamol (acetaminophen) since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("upper & lower back pain") and arthralgia ("hip pain /joint pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced muscle spasms ("muscle spasms."), dysmenorrhoea ("severe menstrual cramps"), fatigue ("fatigue"), rash ("skin rashes"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure-yes"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and arthritis ("joint inflammation and pain walking"). The patient was treated with ibuprofen (motrin) and surgery (B)(6) 2019, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia, menorrhagia and abdominal distension had resolved and the muscle spasms, dysmenorrhoea, fatigue, rash, allergy to metals and arthritis outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, back pain, dysmenorrhoea, fatigue, menorrhagia, muscle spasms, pelvic pain and rash to be related to essure. The reporter commented: upper & lower back & hip pain treatment-chiropractic & acupuncture essure was a little difficult to get in. Current weight: (B)(6). One of the nurses and the doctor told her that essure was a little difficult to get in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram on (B)(6) 2015: result-well placed essure devices with complete occlusion of both tubes. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs and mr received: case become incident reporter was added. Lot number was added. Previously added injury nos was replace with pelvic pain and new events: muscle spasms. Severe menstrual cramps; fatigue, skin rashes, upper and lower back pain, hip pain/joint pain, hypersensitivity reaction to nickel, periods heavy, bloating were added. Concomitant drug was added. Medical history was added. Lab data was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.